Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received  critical pump error open book image. No harm requiring medical intervention was reported. Troubleshooting was  performed and found customer came out of shower and displayed open book image on the screen. The pump will be replaced. The customer discontinue to use the device and the pump will be returned for analysis.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was partially downloaded (missing diagnostic trace file) using thump. Critical pump error (open book image) alarm triggered by consecutive pump error 63 alarms confirmed on the error log and in the pump history file on (B)(6) 2023 07:56:39.000 and (B)(6) 2023 07:57:20.000. Pump error 63 alarms (line number (B)(4) file number (B)(4)) (esf# (B)(4)), suspected on hw. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, force sensor, and motor. Pump error 63 alarm confirmed due to moisture damage on the electronic assembly. Partial download anomaly confirmed due to moisture damage on the electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: minor scratched display window, cracked case at the battery tube side and pillowing keypad overlay. There were no unexpected pump errors/alarms noted 1 week prior to the event date 24-jun-2023 in the pump history file. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed (with audio alert) due to consecutive pump error 63 alarms. Pump error 63 alarm confirmed due to moisture damage on the electronic assembly. Exposed to moisture confirmed. Download anomaly confirmed due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.